Event description:
It was reported by svc report that the fowler was stuck in the lowered position and the mattress was not attached to the litter. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler, velcro.